Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user explaining that the adhesive material became loose and resulted in the infusion set detaching from her skin. Product user reported that her blood glucose levels were not affected. No permanent serious injury was reported.